Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) was explanted. Further information was requested but not received.

Manufacturer narrative:
The reported field event of high impedance was not reproduced in the lab. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) had a diagnostic issue in the form of high defibrillation impedance. Further information was requested but not received.